Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure and clear passage testing which revealed a leak coming from a hole in the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp secondary medication sets had a hole in the tubing. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.